Event description:
It was reported that a patient using the ilet bionic pancreas experienced hyperglycemia with a blood glucose of 230 mg/dl, which decreased after the system¿s correction algorithm adjusted insulin delivery. Symptoms included elevated blood glucose. Outcomes included resolution without alarms and without medical intervention or hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no alert or alarm activity and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.